Event description:
According to the reporter, during a total knee replacement, on the closure of the subcutical layer, the two threads broke after the eight throws through the skin. Another device was opened to complete the closure with knots. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.